Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that during an implant procedure, the packaging for a pacemaker was opened but the device was not used. Further information was requested but not received.

Manufacturer narrative:
The device was tested on the bench and using automated testing equipment, and no anomalies were found.